Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient was sleeping and was woken by her cgm device alerting her to a value of 54 mg/dl. No bg meter comparison was done. The patient self-treated with candies and orange juice. However, after treatment, the patient was feeling ¿groggy¿ and was incoherent. The patient¿s mother called emergency medical service (ems). Once ems arrived, it is reported no bg meter reading was taken, the patient was treated off the cgm device, which was still reading 54 mg/dl. Ems treated the patient with glucose gel. The patient¿s cgm value then rose to 200 mg/dl. However, the patient was still symptomatic, so she was transported to the emergency room. At the emergency room, the patient¿s bg meter reading was taken, but could not be recalled. The patient was diagnosed with diabetic ketoacidosis (which indicates the cgm was reading at a low bias inaccuracy during this event) and admitted to the intensive care unit (ICU). There was no documentation of what medication or treatment the patient was provided while hospitalized. The patient was moved out of the ICU after 1 day and was then discharged home after 6 days. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.